Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935 implantable tachy lead (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and there was guidewire coating on the distal conductor of the lead and it was obstructed. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. There was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst commented the competitor guidewire became stuck in the lumen. It is apparent that when attempting to pull back the guidewire, its coating became ensnared with the distal and proximal conductors. This caused a distortion of the conductors. The distortion of the conductors caused the competitor guidewire to become stuck. Guidewire could not be removed.

Event description:
It was reported that during implant of the left ventricular (lv) lead the wire became stuck in the lead and could not be removed. The wire was cut and the lv lead was sutured in place, however when the lead was hooked up to the device the impedance was null and there was no capture. Therefore the lv lead was replaced at a later date with a new lead. No patient complications have been reported as a result of this event.